Event description:
6/17/92, false reading were given by diascan machine. Resident's blood sugar via lab was 1425. Diascan reading 227. Reliability of machine questioned as such a variable range between reading. Heath of resident compromised as resident receiving insulin per sliding scaledevice not labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: 6.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, caused by another drug/device. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.